Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. A minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a crack at the reservoir compartment and the drive support cap is loose. The customer did not know how the damage occurred. Blood glucose value was 178 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.